Event description:
Cholecystectomy - "during the procedure 1 clip fell off, a new was placed. Eight days after procedure, patient ((B)(6)) arrived at the hospital very ill with cholascos and very bad respiration. Surgeon noted that in all three procedures for that day - she did not get any tactile feedback to confirm correct closing of clips." Type of intervention: ercp with stent, drainage, intensive care. Patient status: bad, but better. Leaving intensivecare tomorrow.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This documents our final report.